Event description:
It was reported that the patient experienced bradycardia. A 25mm lotus edge valve was implanted in the native aortic valve. The patient experienced bradycardia and received a permanent pacemaker the following day. No further patient complications were reported.